Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed, because it was not returned for investigation. There was no note of any damage to the stent delivery system (sds) or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. However, it was reported the xience v was implanted in a bifurcation of the left main (lm) artery and the proximal left anterior descending artery, which could have contributed to the stent not being able to fully appose to the vessel wall. It should be noted the xience v instructions for use (IFU) states: the xience v is contraindicated for patients with unprotected left main and bifurcation coronary vessel disease. There is a possibility of stent insufficient deployment or the occurrence of complications. Reportedly, post deployment of the xience stent, the patient went into shock. The patient was placed on an iabp and pcps. Acute instent thrombosis was diagnosed. Aspiration of the thrombosis was performed. A new 2.5x18 xience v stent was deployed at a lesion in the lm trunk to the left circumflex artery. Renal insufficiency deteriorated. The patient died on (B)(6) 2011. Reported cause of death is renal insufficiency. Thrombosis, cardiogenic shock, renal failure, myocardial infarction, death, and hospitalization are listed in the xience v IFU as known adverse patient effects with coronary stenting. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. A conclusive cause for the reported patient effects and their relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information indicates that myocardial infarction possibly occurred when the patient went into shock. Additionally, the xience v stent implanted in the left main trunk to the left circumflex artery is a 2.5x15 not a 2.5x18. No additional information was provided.

Event description:
It was reported that on (B)(6) 2011, elective percutaneous coronary intervention was performed and a 2.5 x 28 xience v stent was deployed at the bifurcation of the left main artery and the proximal left anterior descending artery. Post-dilatation was performed and intravascular ultrasound revealed 25 percent residual calcification. There was no obvious stent malapposition; however, the physician commented that there may have been stent malapposition. One day post stent implant, the patient went into shock. The patient was placed on an intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps). Acute in-stent thrombosis was diagnosed. Aspiration of the thrombosis was performed. A new 2.5 x 18 xience v stent was deployed at a lesion in the left main trunk to the left circumflex artery. Renal insufficiency deteriorated. On (B)(6) 2011, iabp and pcps were removed; however, on an unspecified date, iabp and pcps were re-inserted. The patient had no urination due to severe renal function. The patient died on (B)(6) 2011. The reported cause of death is renal insufficiency. The physician commented that if thrombosis had not occurred, renal function may not have been so severe. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.